Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. However, the end user provided a photo of the fractured device. The photo showed the catheter tip fractured in two pieces. The customer's reported complaint description of "tip broke into several pieces' was confirmed as the customer provided a photo. No sample was returned for evaluation. Without receiving sample for evaluation a root cause cannot be determined. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use , which is supplied to the end user with this catalog number, contains a statement; "reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with an angiographic catheter while preparing for a procedure. During assembly with the guidewire, the catheter tip broke into several pieces. The procedure was completed with a different device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.